Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's non-tandem infusion set cannula appeared to be bent upon removal and there was no occlusion alarm. The customer was concerned that the occlusion alarm system was not working. The customer's blood glucose level was 200-225 mg/dl and after a correction bolus was delivered, was "ok" when tandem customer technical support was contacted. The customer was to meet with a tandem clinical diabetes specialist to review the functions of the pump.